Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the post market quality assurance laboratory could not confirm the infection. However, infection is a known medical risk when the skin barrier is breached; it is a known inherent risk. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Should additional information become available, this report will be updated.